Manufacturer narrative:
Additional information provided. The system was manufactured on august 26, 2014. Based on qa assessment, the product met specifications at the time of release. No additional system information has been received. No viscous fluid control (vfc) infusion pak sample was received. Therefore, no visual inspection or functional testing could be conducted. The lot number complaint history was reviewed. This is the first complaint for the finished goods lot number and for this issue for this lot number. The device history record (DHR) shows the product was released per specifications. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the air pressure is adjusted to 35 when using tubing, but the tubing was adjusted to 40 and there is still no air discharge. Additional information provided indicating there was no air discharge during fluid air exchange.

Manufacturer narrative:
One fluid/air exchange (f/ax) tubing manifold set was returned and evaluated. Visual inspection found no obvious defects. The f/ax tubing manifold was tested on a calibrated console using lab stock components to continue functional testing. The sample could prime and pass iop calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Iop was stable during functional and performance testing. The iop stayed active during testing process. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. Air could discharge during fluid and air exchange mode. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. The manufacturer internal reference number is: (B)(4).